Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The downstream occlusion(dso) seal was found torn and separating from the chassis along the air detector side. The dso seal was replaced.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the dso (downstream occlusion) seal was ripped and bubbled during testing. There was no patient involvement and no harm reported.